Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394971 and lot number 2340913. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg valve tb 105cm component damaged and leaked mr heart with contrast. I connect an extension hose bd connecta 100 cm. Ref: 394971. I start the contrast. After about 18 seconds the patient alarms. I stop the perfusion sequence and talk to the patient. He says that his arm got wet. I go into the MRI room. The extension tube has broken in the attachment from hose to the attachment where it goes into the pvk. Blood is therefore backing out, which is what the patient has reported. The perfusion sequence cannot be used. Some contrast has gone in, don't know how much as the rest has run out onto the table. Continues the examination. When I get to the contrast series after 10 minutes, there is too little contrast in the heart muscle for them to be used. Run all other series, but the contrast series cannot be used for diagnostics. Save the broken tube in an envelope.

Manufacturer narrative:
F code updated to f04.